Event description:
The field application specialist reported the user received questionable ion selective electrode (ise) results that were reported outside the laboratory. Of the provided data, the sodium result was discrepant. The initial sodium result was 127 mmol/l from an aliquot processed by the modular preanalytic analyzer (mpa). The results were questioned by the tech and the sample was repeated on cobas c501 serial number (B)(4) on (B)(6) 2011. The repeat sodium result was 142 mmol/l. The user stated the patient was not adversely affected that she was aware of as this was a sample from one of their "outreach clinics". She was confident that the correction was sent before the patient would have been treated, but stated she cannot confirm this. The sodium electrode lot number was not provided. The field service representative could not find a cause. To verify the analyzer operation, he confirmed normal ise results, ran precision testing and observed normal instrument operation.

Manufacturer narrative:
A specific root cause could not be determined. The issue might have been due to either air in the measuring channel or to the leakage flow which comes out of the waste. It was recommended the field service representative should check and clean the ise flow path. No adverse events were reported.